Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alert went off in the middle of the night but not sure which alert. Customer stated that battery was lasting less than 7 days and communication issues between the insulin pump and transmitter. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. Thus software was utilized and uploaded trace/history files properly. No unexpected low battery, replace battery, replace battery now, insert battery, battery failed, or power loss errors were noted during testing. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. Using the adapt software, the device history and trace files were searched for any unusual alarms or pump errors. Of all of the alarms and errors that have occurred in the past, pump errors 53 and 63 stand out. No pump error 53 was noted during testing; however, pump error 53 (filenumber = 2005, linenumber = 5632) is found in the device history file due to a software error. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the keypad assembly. Finally, the device was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The device connected successfully to the transmitter and displayed transmitter connection successful. The device was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected communications issues between the device and the transmitter, sensor errors, or connection anomalies were noted. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case, faded serial number label, cracked keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.